Event description:
An email was received from a pharmacist who stated after infusion, the elastic portion of the intermate snapped and appeared to have broken apart from the core of the infuser. A care giver (cg) reported to the pharmacist that she heard a popping sound at the end of the infusion. The cg inspected the bottle and it appeared that the elastic portion of the device had broken off and "snapped apart" from the core. No injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.